Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had blood at site issues. Customer's blood glucose at time of incident was 137 mg/dl. The customer stated that he blood at site issue was past event. The customer was advised to return the sensor and we will replace it. The customer reported via phone call indicating that the insulin pump had needle break. Customer's blood glucose at time of incident was 137 mg/dl. Customer reported that the sensor cannula was still in the body. Customer was reassured from our experience it is unlikely the sensor fracture and is most likely the result of a sensor retraction. The customer was advised to return sensor. The customer was advised an x-ray will be able to locate a sensor cannula in the body. The customer was advised that we will replace sensor.